Manufacturer narrative:
H3 other text : the outcome of the evaluation is pending further investigation.

Event description:
The manufacturer received information alleging a trilogy evo "ventilator service required" alarm condition occurred during operation. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, error code e-384 (pressure sensor mismatch) was found in the ventilator's downloaded error log. The service technician confirmed that the unit passed the sensors/pneumatic test within the diagnostic panel, system/functional and all final testing and is unsure as to why the error codes are present. In addition, error code e-59 (evt battery not charging fault) was confirmed while the state of health was above 93% for both internal/detachable with low cycle counts, under 5 cc. The unit passed diagnostic power test in the test panel. It was verified that the lightning bolt was present on both batteries and the batteries charge % increased. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.